Event description:
Account alleges the bed will not go into trend or reverse trend. Account stated the bed is fixed, but he doesn't know what fixed it.

Manufacturer narrative:
Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.